Event description:
Per dealer, poppet valve is not shifting. Per independent repair center statement, unit is alarming or red light. The key failure is solenoid of the poppet valve not shifting. Other malfunctions are loud compressor and dirty filters.